Event description:
A consumer reported light sensitivity, pain, intermittent foreign body sensation and white "twirling" in vision following bilateral intraocular lens (iol) implant surgery. He stated he also needs to wear glasses for distance and reading postoperatively. He reported his doctor told him he had inflammation in both eyes and prescribed him a steroid. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested (B)(4) 2011,(B)(4) 2012 and (B)(4) 2012 by fax, phone and mail. A completed questionnaire has not been rec'd. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).